Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event. Associated MFR report #s: 1225714-2015-07840 and 1225714-2015-07841. In reviewing the additional info it was noted the info did not contain clinical, hospital medical records; thus the pt's history including diagnosis for hemodialysis progress notes, physician orders, dialysis treatment sheets, medication sheets and lab/diagnostic results for review were not provided although requested. The short form complaint reflects a dialysis clinic the pt used. The additional info from the attorney does not mention the dates the pt used this or any dialysis clinics, nor, when pt last received dialysis treatment, if pt was receiving dialysis at the time of the "adverse cardiac event," or when the pt last used granuflo or naturalyte for dialysis treatment was not given. There is no info on bicarbonate levels; there is no info that suggests a bicarbonate reaction. Although the litigation alleges the exposure of granuflo and/or naturalyte resulted in the pt's "adverse cardiac event" and death; there is no documentation in the additional info from the attorney that indicates there was a causal relationship between either the granuflo or naturalyte an the pt's myocardial infarction and death. There is documentation on the death certificate that reveals pt had coronary arterial disease and this diagnosis would be a contributing factor to myocardial infarction. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional info was received and noted the cause of death as acute myocardial infarction and coronary artery disease. Additional info received from the plaintiff's &#62688;attorney and consisted of 5 pages and included a cover letter, death certificate, and pt demographics. The death certificate provided shows the cause of death was acute myocardial infarction and coronary arterial disease. Although requested, there is no autopsy report in the additional info for review. Initial report from the plaintiff's &#62688;attorney alleged, the pt, experienced an adverse cardiac event and expired four days afer the adverse cardiac event.

Manufacturer narrative:
(B)(4). Additional info has been requested and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiff's atty alleged that the patient experienced adverse cardiac event(s) and expired approximately four days later, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and product ids were not provided. The specific production lot number and catalog number of the product used during pt use during pt treatment could not be identified. To complete the investigation, a sales search was conducted to identify production lots sold to the customer three months ((B)(6) 2010-(B)(6) 2011) prior to the alleged complaint event. No product was identified during this sales search. A retrospective device history record review did not identify any non-conformance reports and/or abnormalities. A definitive conclusion regarding the involvement of the product could not be determined without a physical examination of a complaint sample and the alleged complaint event could not be confirmed. Associated MFR reports: 1225714-2015-07840 and 1225714-2015-07841.